Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cusa excel 36khz straight handpiece (c2602) was overtorqued and was overheating; device was unable to cool. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation. Device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the handpiece failed the test with an inconsistent and fluctuating amplitude. The issue was due to the coil form and transducer failure. The transducer, coil form and housing assembly were replaced and the handpiece passed all the testing. Root cause - the reported failure vibration alert not working was confirmed. The root cause was confirmed as defective transducer and coilform.

Event description:
N/a.